Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted (B)(6) 2009.

Event description:
It was reported that patient presented to the ER with syncope. It was also reported the right ventricular (rv) lead had intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.